Event description:
Boston scientific received information that the patient reported hearing tones and the clinic had him perform a remote interrogation. Upon interrogation the remote monitoring system issued an alert for voltage was too low for projected remaining capacity. Boston scientific technical services (ts) was consulted and recommended immediate replacement. Subsequently the device was explanted for premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.